Event description:
Review of the patient's implant card from the date of implant surgery (B)(6) 2016 showed that the lead impedance was within normal limits at that time. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high lead impedance was registered on the patients vns system. X-ray images were performed, and the patient was referred for surgical consult. The output current was reduced in response to the high impedance, but it was not turned off due to concern of the impact on the patients therapy. X-ray images with ap views of the neck and chest were received and reviewed by the manufacturer. The generator was placed normally per labeling. The connector pin of the lead could not be visualized past the connector block. The feedthru wires appeared to be intact. The lead electrodes appeared to be appropriately placed per labeling. There were no apparent sharp angles or gross fractures of the lead that could be seen in the provided images. However, the images did not capture the full length of the lead. A small segment of the lead was obscured by the generator and could not be fully assessed. Based on the x-rays received, the cause for the high impedance could not be determined with certainty. However, the apparent incomplete lead pin insertion could be a contributing factor. There was no visual indication of damage to the generator or lead. Nonetheless, the presence of gross damage in the lead segments not visualized in the provided images or a micro-fracture in the lead could not be ruled out. It was reported that the lead impedance was still high approximately two weeks after the initial report. The patient was referred for surgery, but surgery has not occurred to date. No additional pertinent information has been received to date.

Event description:
The patient¿s surgery to resolve the high impedance was completed. The lead pin was reinserted and tightened. System diagnostics subsequently showed impedance within normal limits. No product replacement occurred at the time of surgery.